Event description:
The customer initially called questioning a result from her coaguchek xs meter with serial number (B)(4). On (B)(6) 2016 the customer obtained a result of 5.7 inr. The customer reported this result to her physician who asked if she was bruising. The customer initially indicated that she was not bruising, but then a few minutes later noticed a very large bruise on her ribcage under her arm. The customer ate a salad and went to the emergency room where the result from an unknown laboratory method was 6.7 inr. Based on the 6.7 inr result the customer was administered a vitamin k shot and sent home. The coaguchek xs device produced results consistent with the customer's results, symptoms and treatment. The customer's physician advised her to hold her coumadin dose and test again in 2 days. On (B)(6) 2016 the customer tested on her meter and obtained a result of 1.3 inr. The customer thinks this result is too low. The customer is feeling normal; however, the bruising has spread some since (B)(6) 2016. No adverse event occurred due to the device. The customer's therapeutic range is 2.0-3.0 inr. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The suspect product was requested for investigation. Relevant retention test strips (lot 206463) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
A specific root cause could not be identified for this event. Additional information for further investigation was requested but was not provided. The customer has not returned any product for investigation.